Event description:
Per the new matrix on (B)(4) 2013, this event is being classified as a serious injury.

Event description:
Rep reported that several hours to adjust and could not get valve to program. It was noted that it was on the same setting as the adjustment in march. Valve is on 50mmh2o. Valve is prominant on the scalp. Patient has lots of issues. Valve should have been sent to 130. The thought is that the xray may have been shot backwards. Doc will leave at 50.

Manufacturer narrative:
Per the new matrix on (B)(4) 2013, this event is being classified as a serious injury.

Manufacturer narrative:
A follow up report is being filed as the rep has clarified that the complaint pertained to a vpv and not the valve. Also, since the surgeon had difficulty and appears and x-ray was taken the complaint will be reclassified as a serious injury rather than a malfunction. As far as the rep is aware, the valve was not explanted. The patient was released.

Event description:
A follow up report is being filed as the rep has clarified that the complaint pertained to a vpv and not the valve. Also, since the surgeon had difficulty and appears and x-ray was taken the complaint will be reclassified as a serious injury rather than a malfunction. As far as the rep is aware, the valve was not explanted. The patient was released.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device remains implanted.

Manufacturer narrative:
Completion of the investigation, it was noted that a vpv programmer with transmitter head was returned for an evaluation. As received no damages were observed. The vpv programmer was functionally checked, and it was found fully functional. The vpv programmer successfully programmed a valve at different settings without any difficulty. A device history records review was conducted and it verified that this vpv programmer was conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.